Manufacturer narrative:
Device evaluated by manufacturer. The guidewire shaft was inspected for damage. The shaft showed no damage. The device showed that the tip was partially detached but not completely separated. The core of the wire was still connected. The partial detachment was located at 2cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The tip damage was confirmed.

Event description:
Reportable on analysis completed on 14jan2020. It was reported that the wire was damaged. A fathom-14, 200cm x 10cm guidewire was selected for use in a procedure. Upon opening the device, it was noted the wire was faulty. This occurred outside the patient body, no complications were reported. However, device analysis revealed the tip was partially detached.